Event description:
It was reported that the bd syringe 10ml ll eurographics had foreign matter. The following information was provided by the initial reporter: we received a customer complaint regarding the piece of paper in bd 10 ml syringe 3303135 lot product we sent to our customer for 300912 sku.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(6): supplemental MDR - foreign matter. One photo of a 10 ml eurographics syringe (part number: 300912) was received and evaluated. The image shows a loose syringe containing an unknown brown particulate on the stopper within the fluid path. This condition is non-conforming per product specifications. Potential root cause for the foreign matter fluid path defect is associated with the assembly process. Furthermore, a device history record review was completed for provided lot number: 3303135. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.